Event description:
It was reported that telemetry was not able to be established with the device and there was no magnet response. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5054 implantable pacing lead 2004 (B)(6); 1488t competitor implantable pacing lead 2004 (B)(6). (B)(4).